Event description:
It was reported that the surgeon inserted an aq5010v three piece silicone lens upside down and had to cut the lens out of the eye. There was no patient injury. The reporter stated the incident was due to a surgeon's error.

Manufacturer narrative:
(B) (4) lens inserted upside down - unlabeled. H6: evaluation codes: results: visual inspection of the returned product showed a piece of the optic was torn off and a half of a haptic was missing. There was evidence of a clear surgical residue. (B) (4).